Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Attempt to scan the sensor with evm (evaluation module) but sensor did not scan. The evm was reset and scanned the sensor again but sensor did not scan. Data extraction was not successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the de-case sensor and poor solder on the battery was observed. An extended investigation was performed. Performed visual inspection on the returned de-cased sensor and sensor's pcba (printed circuit board assembly); did not observe any evidence of misuse. No contamination, damage or solder issues were observed. The returned battery voltage was measured and result was not within specification range. Battery was replaced with source meter and attempted to scan the returned sensor, the sensor was able to scan. Performed off-current and on-current tests on the returned board and all results were within the speciation range. The passing results for the returned unit and was able to scan it, indicates that the returned unit was fully functional and that it was not draining excess current that would deplete the battery faster than intended. It was determined that the battery was drained from typical use and the drained battery was the cause for the scanning issue. No issues or product malfunctions were observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, and was treated with glucose intravenously by a healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat and was treated with glucose intravenously by a healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.